Event description:
The customer's mother reported via phone call that the insulin pump had battery life that did not last week. The customer's mother did not know the blood glucose reading. The caller stated that she and the customer had tried a new battery and the low battery issue recurred 3 times in the last week. The caller noted that they did not use the recommended brand of batteries. She observed corrosion in the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.